Event description:
Device malfunction: thum knob spun resulting in partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: stent fully deployed in unintended site. It was reported that during attempted stent deployment in the left popliteal artery the xceed stent was deployed by 10 mm when the thumbwheel spun freely preventing full deployment. The physician tried to remove the partially deployed stent and stent delivery system (sds). When the sds was pulled back over the horn, the stent fully deployed in an unintended site in the right common and external iliac arteries. Another xceed stent was successfully implanted in the target lesion. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.